Manufacturer narrative:
Two customer success managers (csms) visited the customer site and learned that there appeared to be an increase in this issue since upgrading the x3 and mx monitor software from revision n.00.00 to p.01.04. The spo2 values was lost in isolation with no other parameters impacted. The customer indicated that either "??" Was shown on the monitor or the saturation measurement disappeared completely from the monitor, i.e. The field turned black. Sometimes the "no sensor" alarm appears to have been received and sometimes no alarm at all. The csm could not reproduce the issue. Four departments at the facility are impacted by this issue: niva (neuro-ICU], briva [burnunit-ICU] and civa and thorax op. The customer uses two different sensors: ds-100a and a single-patient maxin-I from nellcor with adapter cable m1943al. The investigation determined the m1943al cable is only validated for sensor maxin-I. It is not validated for sensor ds-100a. However, the m1943nl cable is validated for both ds-100a and maxin-I sensors. Initially, there appeared to be some success with replacing the cables with newer m1943al cables. However, recent reports from briva and niva indicate they are experiencing loss of signal and saturation light disappearance. Civa was incorrectly using the the m1943 al (not validated for ds-100a sensors) with the ds-100a and recently received m1943nl cables. There are no issues are observed, but monitoring is on-going. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The investigation determined that different departments were using different (philips and nellcor) sensors. Depending on the sensor and the spo2 measurement algorithm used, different adapter cables are required. The m1943nl (adapter cable) is validated for sensor max-n and max-I (nellcor). M1943al (adapter cable) and m1196a (reusable sensor - no adapter cable required) are validated for the philips fast spo2. While not validated, the facility civa department successfully used m1943al with the nellcor sensors until the upgrade from rev n to rev p. The cables stopped working. The department received validated m1943nl cable type replacements to address the issue. In parallel with this investigation, some cables in other departments were found to be defective and were replaced with the same cable type. The defective cables are addressed under a separate non-reportable manufacturer complaint. Per the intellivue patient monitor mx100/x3 release p instructions for use nellcor sensors 298p. For philips fast spo2: use m1943a or m1943al adapter cable. For nellcor oximax spo2: use m1943nl adapter cable. The reported problem was not confirmed. There is no information concerning the failure of the alarm to stop sounding when the measurement stopped. Per the product support engineer (pse), there are situations where an alarm does not ¿sound¿ (there is no audible alarm), but there is a visual indicator, only. E.g., the inop ¿spo2 searching¿ does only have a visual indicator, but no inop tone. In the absence of additional information surrounding the specific circumstance of the alarm sound issue, the cause cannot be determined. The device was operational once the correct cable type was provided to the customer. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The philips product support engineer (pse) has requested additional information to aid in the investigation, however the customer has not responded. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address line 1: (B)(6).

Event description:
The customer reported that the saturation measurements disappear and no alarm sounded. The device was in use on patient at time of event, there was no adverse event reported.